Event description:
It was reported the pt did not recharge her ipg and it has been inoperable for approx nine months. The pt reported her charger will not communicate with her ipg. The pt was advised to consult with her physician regarding the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received indicates the patient's entire scs system was removed. The exact date of the explant is undetermined.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Evaluation: results: results: the complaint for ¿no communication¿ was confirmed. As received the ipg did not communicate with a test patient programmer. The dfu states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ the patient failed to recharge her ipg for approximately nine months, therefore, user error contributed to the reported event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.